Manufacturer narrative:
A device history review (DHR) revealed no discrepancies that may have contributed to a complaint of the reported issue. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. One sample consisting of one used uvc catheter was received inside a generic plastic bag. Additionally, the catheter shows signs of use; blood residue. A visual inspection was performed. Under water testing was performed and a leak was observed below the strain relief in the catheter. The reported condition was confirmed. Manufacturing performs 100% leak testing as per procedure which would identify the reported issue during the catheter assembly process. This ensures components and finished products meet all quality inspection standards. These controls include but are not limited to material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. The uvc catheter showed signs of being used in a patient. For these reasons the potential cause may be attributed to the manner of which the device was used including any form of repositioning or movement of the product. It is important to consider that the instructions for use warn: exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use clamps on umbilical vessel catheters] and continues, [do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. In addition, the IFU states [the catheter lumen or catheter shaft should be flushed and filled with heparinized saline per hospital protocol. The catheter may be grasped with a smooth forceps or fingertips and inserted into the lumen of the dilated vessel. Catheter lumen should be occluded with saline via intermittent infusion caps or luer lock syringes during insertion to avoid air emboli.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the catheter was leaking by the hub.